Event description:
It has been reported to philips that the equipment does not start. There is no screen display on the accession monitor, and only the philips logo appears on the review monitor. The layout frame is displayed on the flexvision vision monitor, but the "cannot use video" message is displayed. Turning the power back on did not improve the situation. The device was not in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not start. Upon investigation, fse confirmed that issue was with x-ray pc, which resulted in display of "cannot use video¿ on the monitor. The fse, replaced x-ray pc. Then the system was returned to use in good working order. The codes were updated based on the investigation outcome.